Event description:
A malfunction alarm identified as malf 12 was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reoccur, which the customer understood and acknowledged.